Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4) event occurred in austria. On 18-aug-2024, it was reported that the patient faced infusion set was leaked in the tubing. The infusion set was in use for 1 day. No further information available.